Event description:
The audiologist called today with patient in the office. The patient reports that yesterday around 3:00 pm, he suddenly began experiencing a loud roaring sound from his left implant and with no perception of environment sound. The patient did try to troubleshoot at home by replacing external parts, but had no success. Upon arrival at the clinic, the audiologist attempted testing, but kept receiving the error message 'device type cannot be verified'. She attempted to bypass this message and run futher testing, but the patient reported loud roaring and 'funny' sounds. She indicated that the coupling read 'good', however, all impedances reading were '--'. The patient is a bilateral recipient, and communication with the right side was fine. The audiologist did verify that she was using the correct dib coil, the correct ear, implant and electrode type had been selected in the software. Prior to this event the patient has been a successful user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.